Event description:
It was reported that the insulin pump alarmed button error. The customer's glucose reading at time of call was 480 mg/dl, and he was treated. Troubleshooting was performed. It was stated that the customer woke up in the morning and his blood glucose was 155 mg/dl. The customer bolused for breakfast and about one hour later the insulin pump two different errors. The customer cleared the alarms but the alarms reoccurred. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone as a result of a faulty interface board. Further testing could not be performed due to the frozen display.